Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, after the wearable was inserted, the patient encountered a sensor failure alert during the warm-up, leading to the removal of the sensor. After the sensor was taken out, there was a redness roughly two inches in diameter beneath the area where the sensor had been placed. The patient noted that the redness kept growing, expanding, and began to change to purple. Worried, she requested her neighbor to take her to the urgent care clinic. At urgent care, a physician assistant (pa) assessed her and advised her to visit the emergency department (ed) in a different building of the same hospital to avoid the spread of the infection. In the ed, the attending physician observed that the infection was spreading from her abdomen to her back. The doctor applied pressure to her skin and observed that pus was emerging from the infected area. She received IV fluids with an unspecified antibiotic and was hospitalized on that same day. Two days later, she observed that the abdomen area had gotten better, but it remained purple and bruised. They maintained the same IV treatment throughout the hospitalization and later switched it to an oral antibiotic (amoxicillin, dosage not specified) treatment. She was discharged home after five days on (B)(6) 2025, with her condition stable, and with no additional medication. At the time of the report, she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).